Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a balloon inflation and visual inspection. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Manufacturer narrative:
The device was received for evaluation. Report of "balloon leaked and could not be inflated" was confirmed. As received, the balloon was found to be ruptured at the central area. The ruptured edges did not appear to match at the ruptured location. The through lumen were patent without any leakage or occlusion. No other visible damage was found from the catheter body. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this swan-ganz catheter, the balloon leaked and could not be inflated. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation results, the balloon was found to be ruptured at central area and the ruptured edges did not appear to match at the ruptured location. Patient demographic data unable to be obtained.